Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd micro-fine¿+ needles for pen injection had mixed product. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that 6mm and 4mm products were mixed. 4mm products were mixed in with a 6mm mfp polybags. Patient only used 6mm products. An investigation is requested.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 20-sep-2023 h.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Action plan has been created to address the issue and is being implemented as per CAPA 3591232. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine¿+ needles for pen injection had mixed product. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that 6mm and 4mm products were mixed. 4mm products were mixed in with a 6mm mfp polybags. Patient only used 6mm products. An investigation is requested.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿+ needles for pen injection had mixed product. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that 6mm and 4mm products were mixed. 4mm products were mixed in with a 6mm mfp polybags. Patient only used 6mm products. An investigation is requested.